Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/11/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 06/03/2014 with the following findings: evaluation revealed that the battery compartment was cracked at the opening of the battery chamber extending down to the primary seal. A test battery cap was able to fully tighten to the pump case. There was no loss of power. There was no evidence of moisture damage in the battery compartment. A test cap was used to complete testing because the battery cap was not returned with pump. Unrelated to the battery life issue, evaluation revealed that the display was dim and discolored. The contrast setting was increased to the maximum of '10' with little improvement observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).